Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced sustained ventricular tachycardia (vt). The impella was repositioned, and the patient was given 500 cubic centimeters of albumin, which resolved the ventricular tachycardia. In addition, the p level was decreased due to the vt. They also noted that heparin was stopped due to bleeding. The patient was not following commands. However, the patient moved all four extremities. Two units of red blood cells were administered and heparin was restarted. The impella 5.5 was pulled back one centimeter after ectopy. It was noted that the patient was off sedation. However, there was no neurological response. There was concern for coagulopathy and heparin was stopped again. A computed tomography scan showed anoxic brain injury. The impella 5.5 was repositioned under transesophageal echocardiography due to contact with the mitral apparatus. Ultimately, care was withdrawn and the patient expired.